Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "lymph node flare-up, painful around cycle, and nipple facing downward - not asymmetrical", "crazy inflammation symptoms" ,"lymphatic flare up in neck." Patient additionally reported "autoimmune symptoms", "markers were super high, getting sick super easy, resistant to antibiotics with steroids", "hair loss", "passed out a few times and broke wrist twice, crazy couple of years", "fatigue", "migraine", and "night sweats", deemed not related to the device. Record is for left side. Device remains implanted.